Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an incomplete device return of an emerge mr balloon catheter. The device was microscopically and visually examined. At 75.9cm from the strain relief the hypotube was separated, which was also the length of the device returned. The separated end was ovaled in shape indicating the device was kinked prior to separation. There was blood present in the manifold. No further damages were found.

Event description:
It was reported that shaft break occurred. The target lesion was located in the left anterior descending artery. Two 3.50mm x 15mm emerge balloon catheter was advanced for dilatation. However, during the procedure, the shaft broke. The procedure was completed with a different device. No patient complications were reported. It was further reported that the shaft broke on only one emerge balloon catheter. The emerge balloon catheter was pulled back into the guide catheter and was removed. The patient status was stable.

Event description:
It was reported that shaft break occurred. The target lesion was located in the left anterior descending artery. A 3.50mm x 15mm emerge balloon catheter was advanced for dilatation. However, during the procedure, the shaft broke. The procedure was completed with a different device. No patient complications were reported. It was further reported that the shaft broke on only one emerge balloon catheter. The emerge balloon catheter was pulled back into the guide catheter and was removed. The patient status was stable.

Event description:
It was reported that shaft break occurred. The target lesion was located in the left anterior descending artery. Two 3.50mm x 15mm emerge balloon catheter was advanced for dilatation. However, during the procedure, the shaft broke. The procedure was completed with a different device. No patient complications were reported.